Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI upn: m365db12000 model: db-1200 serial: n/I batch: n/I.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the lead extension site. The physician believes that the lead extension became disconnected from the implantable pulse generator (ipg) which may have caused or contributed to the infection. The physician will continue to monitor the patient and determine next steps for treatment.